Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of a misfired device.

Event description:
It was reported that during a sacrospinous ligament fixation procedure, a capio slim device misfired. Another of the same device was used to complete the procedure and there were no patient complications reported.